Event description:
On (B)(6) 2012, the patient contacted animas alleging that the up arrow, down arrow, and ok keypad buttons had not been working properly for the past couple of months. She stated that the buttons require multiple presses to obtain a response. The patient stated that she wears the pump underneath clothing and does not clean the pump. The patient noted that that she noticed a tear in the keypad about a week ago. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. However, this complaint is being reported due to the allegation that the keypad responsiveness issue occurred prior to the keypad damage, and the issue remained unresolved.

Manufacturer narrative:
(B)(4):the keypad was found to be peeling below the ok keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The keypad buttons were intermittently responsive and difficult to press. There was evidence of keypad contamination found under all key contacts.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.